Manufacturer narrative:
Customer chose not to send device back.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.